Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive event where three infusion sets fell off on (B)(6) 2024. The infusion set was in use for one hour. Dexcom was used as an adhesive patch. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1926578 - MDR 3003442380-2024-17780 - device 1 of 3.